Event description:
Bed found in bed storage area had no trendelenburg functions.

Manufacturer narrative:
Technician performed troubleshoot and found both trendelenburg assemblies were damaged. Technician replaced both trendelenburg assemblies to resolve. There was no patient impact.